Manufacturer narrative:
Concomitant medical product(s): a 6947-65 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed right atrial lead intermittent undersensing noted on stored atrial and ventricular episodes. Atrial tachycardia/atrial fibrillation (at/af) was in progress as well. The lead remains in use. No patient complications have been reported as a result of this event.